Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the cause of the retroperitoneal bleed could not be determined. The patient was reported to be morbidly obese (B)(6). Per mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in the patients with morbid obesity (bmi>40 kg/m2). Additionally, a copy of the femoral angiogram showed that the stick was above the femoral head. The operative notes state the bleed emanated from the puncture site which was in the region of the inguinal ligament. The mynx IFU states "do not use the mynx if the puncture site is located above the most inferior border of the iea and/or above the inguinal ligament based upon boney landmarks, since such a puncture site may result in a retroperitoneal hematoma or retroperitoneal bleed." The review of the lhr (lot f1015201) indicated that the mynx device met all performance specifications upon shipment.

Event description:
It was reported to the aci sales professional that a (B)(6) female patient weighing (B)(6) with atypical chest pain and an abnormal stress test underwent a diagnostic left heart catheterization procedure on (B)(6) 2010. Peri-procedure, 2 mg versed was administered intravenously. A 6f sheath was placed in the right femoral artery via modified seldinger technique. The physician, trained to the mynx procedure proceeded to close the femoral artery with the mynx closure device. Post mynx, manual pressure was held for 2 mins. Hemostasis was reportedly achieved with the mynx device. A sterile 4x4 dressing was applied to the puncture site. No oozing or hematoma was noted, however the patient complained of having extreme abdominal pain on the right side above the groin. The patient was taken for a CT scan which confirmed a retroperitoneal bleed. A surgical consultation was requested for emergent intervention. It was recommended to proceed with angiography and possible intervention with a covered stent. An aortoiliac angiogram showed no evidence of aortoiliac disease. Access was obtained from the left common femoral artery site, however the source of bleeding could not be identified. A second catheterization was ordered. The catheterization was of the external iliac artery and was performed on the right side. Further imaging was obtained and there was a potential bleed noted at the distal external iliac artery, however, the bleed could not be positively confirmed. Consequently, a right groin surgical exploration was performed and what was believed to be the mynx device was seen emanating from the inguinal ligament. In order to get to the access site, the inguinal ligament was divided and a dissection proximally onto the external iliac was performed. It was reported that the puncture site was actively bleeding and was closed with suture. The left groin from where the contralateral access was obtained was successfully closed with mynx. Flow was reestablished in the right groin. The patient tolerated the procedure without any difficulty and without any complications. She was extubated in the operating room and transferred to recovery room in stable and satisfactory condition. No further clinical sequela was reported.